Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that a tritanium c cage migrated during instrumentation of adjacent levels. The surgeon attempted to remove the tritanium c cage with a tritanium c inserter but the inserter would not engage with the cage. The surgeon opted to shift to a corpectomy procedure where the cage was removed and a static corpectomy cage was used to complete the procedure, leading to a 180-minute delay. This report is for the tritanium c cage.

Event description:
A company representative reported that a tritanium c cage migrated during instrumentation of adjacent levels. The surgeon attempted to remove the tritanium c cage with a tritanium c inserter but the inserter would not engage with the cage. The surgeon opted to shift to a corpectomy procedure where the cage was removed and a static corpectomy cage was used to complete the procedure, leading to a 180-minute delay. This report is for the tritanium c cage.